Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unit was tested with test keypad and no frozen display noted. Unit had cracked case window display corners and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 77 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.